Manufacturer narrative:
Concomitant medical product: dtma1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and oversensing of noise were observed on the right atrial (ra) lead. Fracture was suspected. The ra lead was reprogrammed and is scheduled to be capped or explanted and replaced. No patient complications have been reported as a result of this event.